Event description:
It was reported that a patient underwent a removal of a nevus on (B)(6) 2014 and suture was used. One week post-operative the experienced delayed healing. A culture was positive and the patient was treated with antibiotics. At two weeks she experienced pustules, redness, and itching. Steroids were prescribed. The symptoms resolved but reemerged after discontinuation of the medication. The surgeon suspects the patient may have an allergy. Allergy testing is planned for (B)(6) 2015. Additional information requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.